Event description:
Related manufacture reference number: 2017865-2023-10380. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited poor sensing and the right ventricular lead exhibited under-sensing. Both leads were repositioned on (B)(6) 2023. The patient was in stable condition.